Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was prepared and flushed by the physician. After the transseptal with sl0, physician did the exchange with faradrive. However, resistance was felt due to skin and physician noticed that the radiopaque marker was damaged and frayed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was prepared and flushed by the physician. After the transseptal with sl0, physician did the exchange with faradrive. However, resistance was felt due to skin and physician noticed that the radiopaque marker was damaged & frayed. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that catheter peeling was also noted.